Event description:
In 2004, mmwr (morbidity and mortality weekly) a publication of the centers for disease control and prevention of the centers for disease control and prevention (cdc) reported on antimicrobial susceptibility results obtained for a vancomycin resistant staphlyococcus aureus (vrsa) tested on microscan overnight panels. The clinical isolate reported on mic=4 mcg/ml on the microscan overnight panels. This prompted the user to initiate confirmatory testing per cdc visa/vrsa testing guidelines. The isolate was resistant to vancomycin with an mic=64 mcg/ml using the nccls broth microdilution method. This is only the third vrsa isolate encountered to date.